Event description:
When inserting a blunt trocar for laparoscopic cholecystectomy, a small piece of metal was seen on the patient's abdomen. The trocar was placed in the patient and it did not lock in place. The defective trocar and the piece of metal were removed from the field. The surgeon declined an x-ray. No apparent injury to the patient.